Event description:
Reporter states, "patient complained of pain. X-rays revealed loose patella component." Patella component revised.

Manufacturer narrative:
Summary of evaluation: information provided and examination results suggest that this event is not device related but rather is associated with intra-operative cement procedure and the pt's fall causing an abnormal load on the patellar component locating pegs.